Manufacturer narrative:
(B)(4). Batch # r93a0a. Lot number is r93a0a. The analysis results found that the harh36 device was returned along with the (B)(6). The blister was not returned for analysis. Upon visual inspection of the (B)(6), it was observed that a piece of blister was broken and still adhered to it. Due to the damages found on the blister, a possible cause for this condition is improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. In addition, a photo was received and upon visual inspection of the photo, there appears to be damage in the corner of the package. The blister appears to be broken and separated. The lot and batch history records were reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the packaging process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that there was aseptic package damage. The doctor found the aseptic package was broken after opening the outer package. Changed to another one to complete the procedure. There was no report on patient injury.